Event description:
It was reported that following a percutaneous cerebral angiogram, a 6f angio-seal vip was deployed in the right femoral puncture site in 2009. Two days later while the patient was still in the hospital, the patient ambulated and bleeding occurred at the right groin site. Manual compression was applied and a hematoma developed. The patient underwent surgical intervention to evacuate the hematoma of 500cc and repair the site. The patient was reported to be stable and was discharged nine days later. No additional information is available.

Manufacturer narrative:
No product was returned; therefore, an evaluation could not be performed. Review of the device history confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The sjm representative plans to visit with the physician and ensure proper angio-seal deployment techniques.